Manufacturer narrative:
(B)(4). Per the manufacturer's subsidiary, the problem was intermittent. An attempt to download the error logs was unsuccessful as the ccm was not recognizing the service card. The five volts of local area network / interface board (lan/if) passed.

Event description:
It was reported that the central control monitor (ccm) went black, then displayed a 'monitor requires service review' error message. The unit was restarted successfully.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) duplicated the reported complaint. He observed the central control monitor (ccm) to fail during dual in-line memory module (dimm) agitation. Corrosion on the dimm slot was likely the cause of the problem. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's subsidiary, the issue was discovered during a service check of the unit.

Event description:
Additional information was received that event happened during a non-clinical activity. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed by customer provided photos. Diligence for part return has been unsuccessful. No part was returned for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) duplicated the reported complaint. He observed the central control monitor (ccm) to fail during dual in-line memory module (dimm) agitation. Corrosion on the dimm slot was likely the cause of the problem. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that there was no delay, no blood loss, nor adverse consequences to the patient.